Event description:
Unable to concentrate, brain fog, memory loss, panic attack, throat clearing, annoying cough, edema in extremities, occasional heart palpitations, pain in breasts on outer sides and dull pain on the inside of breast, joint pain, unexplained weight gain, occasional ringing in ears, reoccurring sinus infections, cold feet and hands. Cystic breast.